Event description:
The therapist witnessed visual and audible alarms stating device alert. Changed ventilator. Unit failed sst (short self test). Repaired by MFR's service technician. Operative test performed and passed. Device returned to service.